Event description:
Customer reported condensation in the pilot balloon of the tracheostomy tube. Father elected to remove the tube and recannulated pt with a new tube.

Manufacturer narrative:
If the sample is returned a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.